Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of damage to the 44-pin flex cable was detected. This condition has a potential for patient harm. Physical inspection showed damage to the 44 pin flex cable. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on the charger pre-operatively, the demonstration handle failed to charge. The issue was not resolved. Another product was used. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the visual inspection of the returned film noted a power handle sitting on a single bay charger. The power handle was displaying the low battery screen and the charger was flashing green. The low battery screen is not an error screen.